Manufacturer narrative:
The hill-rom tech found all 4 casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did no show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced all 4 casters to resolve the issue. Based on the info, no further action was required.

Event description:
Hill-rom received a report from a hill-rom tech stating during a bed inspection he found all 4 coasters not holding. The bed was located at the account in the warehouse. There was no pt/user injury reported. (B)(4).